Event description:
This mitraclip delivery system (cds) report is being filed for the difficulty in removing from the steerable guide catheter (sgc), which has potential to cause or contribute to injury. It was reported that two mitraclips were implanted in the patient with degenerative mitral regurgitation (mr) reducing the mr from 4+ to 3+. A third mitraclip was inserted and grasped the leaflets, but it was noted that the mitral valve gradient increased from 2 to 3, up to 9 mm hg. The third clip was not deployed because of the high gradient pressure. The mitral valve gradient came back down to 2 to 3 after the 3rd clip was removed from the leaflets. During removal, the mitraclip delivery system became stuck at the steerable guide catheter (sgc) soft tip. After trouble-shooting maneuvers were performed, such as advancement out of the sgc and changing the guide angle, the cds was successfully removed from the sgc. After removal of the sgc, multiple tears were noted on the sgc soft tip, but there were no missing pieces. The patient remained hemodynamically stable. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, mitraclip (x2), lift, stabilizer, support plate. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is filed under a separate medwatch MFR number.

Event description:
Subsequent to the previously filed report, additional information was received indicating that the damage to the sgc soft tip was due to the clip getting caught on the guide soft tip. During the procedure there were no obvious curves on the cds and the guide tip was straightened during retraction of the cds into the sgc. The clip arms were fully closed when retracting the cds into the guide.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty retracting the clip could not be replicated in a testing environment due to the damaged condition of the returned sgc; however, the sgc used during the procedure was returned with tears on the soft tip, and two of the fe's were noted to be bent, which is consistent with the clip getting caught on the guide tip, resulting in the clip components (frictional elements of the grippers) digging into and tearing the tip material. The clip was returned fully closed and the arm positioner was towards closed. The clip was opened next and inspected under the keyence microscope. All 16 frictional elements (fes) were present on the gripper arms; however, 2 were observed to be bent. There was no external damage observed on the device. Potential causes for difficulty removing the cds from the sgc resulting in the soft tip tears and bent fes can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology), user technique or procedural conditions (unintended curves on the device during advancement/removal). As part of the mitraclip manufacturing process, all devices are subject to 100% visual and functional inspection to verify product quality. A review of the device history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database indicated there had been no similar difficult to remove incidents reported for this lot. The user also reported no issue while functionally inspecting the cds during device prep, which is an indication that the device was functioning properly prior to use. With respect to the procedural conditions and/or user technique, clip getting caught on guide resulting in soft tip tears and bent fes can be influenced by the clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the sgc applied by the user. The analysis of the tear of the returned sgc is indicative of the clip getting caught on the guide tip, between the gripper (which contains the frictional elements) and the arm. When the clip is caught on the soft tip, the clip is then pushed off the soft tip during attempts to retract the cds from the sgc, which then causes the tearing. In this case, the information provided in the case details states that the cds got stuck at the sgc soft tip upon removal of the cds from the sgc. Even though it was confirmed that the clip was fully closed and the sgc was straightened, it is possible that the clip was oriented in such way that resulted in an interaction between the clip and the tip of the sgc upon retraction of the cds. This interaction would cause the difficulty removing the cds and result in tears in the sgc soft tip and bent fes. In this case the device could not be tested due to the damaged condition of the returned sgc soft tip; however, based on the information reviewed and the analysis of the returned devices, the reported difficulty removing the cds, bent fes and damage to the sgc appear to be related to procedural conditions/user technique. Based on the information reviewed, there is no indication of a product deficiency.